Event description:
It was reported that device was in a backup state. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the hardware reset. The device suffered a por possibly caused by external defibrillation after the ocd circuit was triggered by a hv shock. Tests show the device operates normally.